Manufacturer narrative:
(B)(4). It was reported performance breakage suture. A needle-suture piece were returned for analysis. During the visual inspection of needle/suture piece, marks on the body needle that appears to be by use of surgical instruments was noted and the end suture was damaged. Also, body fluids on the suture piece were found. In addition, a functional test was performed and the tensile force were above the minimum requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an endoscopic myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture broke at the sixth stitch. Another like device was used to complete the procedure. There were no reported adverse patient consequences. No additional information could be provided.